Event description:
Related to MFR report # 2183959-2012-00545. On (B)(6) 2005, the pt had an ams bioarc system implanted to "treat her pelvic organ prolapse and stress urinary incontinence." It was reported that the pt experienced "mental and physical pain and suffering, has sustained permanent injury, will likely undergo corrective surgery", and has suffered emotional distress and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.